Event description:
(B)(4). Same case as MDR ID: 2134265-2013-06259. It was reported that post a coronary stenting procedure, the patient experienced angina. In (B)(6) 2011, the patient presented with non-st elevated myocardial infarction and was treated with the placement of two study stents to the first diagonal resulting to 0% residual stenosis with timi iii flow. The patient received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600mg. One day post procedure, the patient was discharged. In (B)(6) 2013, the patient experienced angina. The outcome of the event was reported as recovering/ resolving.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).